Event description:
Surgeon reports two patients experienced steril endophthalmitis. Additional information has been requested regarding patient identifiers and outcomes.

Manufacturer narrative:
The actual lot numbers used during these cases is not known. Samples from lots off the customer's shelf were returned (06a25r), 05f21g and 05j24q). These lots were tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal, and there were no remarks related to compounding, filling or sterilization of these lots. There were no similar reports associated with the use of these lot numbers.